Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the electrode belt was displaying a service code 204. The trunk cable was found to severed, damaging all wires in the cable section. The root cause for the damaged trunk cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was generating service code 204 (belt/monitor unusable).